Event description:
On 15 april 2024 it was reported by a sales representative via email that there had been an incident with an ar-3638dc fibertak disposables curved kit. This occurred during a shoulder stabilisation in (B)(6) hospital on (B)(6) 2024. The surgeon drilled the pilot hole using the drill and drill guide from the pack. When the anchor was being inserted the sleeve did not allow the anchor to slide in. A second anchor was opened and had the same issue. A new drill guide pack was opened and this worked and allowed the case to be completed successfully. There was case/patient involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: b3, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.